Event description:
Physician reported "intracapsular rupture". The device was explanted and replaced. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "intracapsular rupture". The device was explanted and replaced. Left side.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: red particles, around 0-25% of the shell is missing, broken shell with striated edge, a sharp opening with localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. A sharp opening with localized stresses induced assessed as surgical impact. Missing shell that is assessed as inconclusive.

Event description:
Physician reported "intracapsular rupture". The device was explanted and replaced. Left side.